Event description:
It was reported to philips that the device failed to obtain a 12 lead ECG reading when the lead set was re-installed after being unplugged to move a patient. The device was in use, however there was no adverse event.